Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a critical pump error. No harm requiring medical intervention was reported. Troubleshooting was performed and explained the insulin pump performed safety checks and the error was found. It was reported that there were no pump errors displayed before the open book image. The customer will discontinue the use of the device. The pump will be returned for analysis.

Manufacturer narrative:
Unit was received with detached end cap. Unable to perform the displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test due to detached end cap. Unit passed the active current measurement. Unit failed to pass the sleep current measurement due to high current. Unit failed to pass the self test due to pump error 63 occurring during testing. The upward & back keypad overlay were not responsive during testing. No critical pump error (open book) noted during testing. P-cap was attached and locked into place properly. Unit was successfully downloaded using thus for history files and traces. Pump error 63 variable (03 & 21) & pump error 4 occurred on 05/31/2023 06:55 & 04/21/2023 14:22 in history files. Unit was cut open to perform visual inspection and found evidence of moisture damage on electronic stack, motor pins, and force sensor. The following were noted during visual inspection: scratched case, cracked case, battery tube threads cracked, cracked keypad overlay, pillowing keypad overlay, cracked case (battery tube), serial number label missing, detached end cap. Critical pump error is not confirmed. Pump error 63 (21) & pump error 4 are confirmed due to being found in history files and traces and due to hardware anomaly. Pump error 63 (03) is confirmed due to occurring during testing and due to cracked soldered joint at u1 pin (01). Unexpected battery power loss is confirmed due to moisture damage on the electronic assemblies. Keypad unresponsive is confirmed due to moisture damage on the j1 flex cable. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.